Manufacturer narrative:
Service inspected the analyzer and observed liquid on top of some of the cuvettes. Service cleaned the cuvettes manually as well as performed an automatic cuvette wash. A review of the service history for the analyzer identified no contributing factors and no subsequent issues related to the discrepant results. A review of tracking and trending data for the analyzer did not identify any systemic issues or trends. A review of trending and manufacturing data for the washer, cuvette (rohs) did not identify any trends or issues associated with the complaint issue. Labeling was reviewed and sufficiently addresses the customer¿s issue. No systemic or deficiency of the architect c8000 processing module was identified.after further evaluation, the suspect medical device was changed from creatinine, list 03l81-22, in section d of this report to architect c8000 analyzer, list 01g06-11.

Manufacturer narrative:
Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely depressed creatinine result generated on the architect c8000 processing module for one patient with kidney failure. The following data was provided: initial result = 0.39 mg/dl, repeat = 15.75 mg/dl, repeat on another architect = 15.79 mg/dl no impact to patient management was reported.